Event description:
Diabetic ketoacidosis [ketosis]. Case description: a diabetes nurse specialist reported that a pt needed admission to the hosp with diabetic ketoacidosis. She states to her knowledge the innovo doser is designed so that the plunger automatically returns to the start if the slide in the device is opened. This would usually happen when the cartridge is changed. However, if the slide is opened part way through the cartridge the plunger will also return back to the start. In this incident the pt was asked by a dr to read what was written on the cartridge so both of pt's innovo dosers were opened which returned the plunger to the beginning. The pt did airshots, but unfortunately left the needle cover on; hence pt received no insulin.